Event description:
A customer reported that some of the knives did not cut during surgery. An alternate knife was used. There was no pt harm reported. Add'l info has been requested.

Manufacturer narrative:
Samples have not yet been received for eval. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met spec. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the MFR's acceptance criteria. The root cause is unk at this time. (B)(4).